Event description:
It was reported that the customer's pump malfunctioned with a dark screen that would not turn on. There was no adverse impact to the customer's blood glucose level. The customer attempted troubleshooting with assistance from technical support, including checking power sources and resetting the pump, but the malfunction persisted. Consequently, technical support arranged for a replacement pump and instructed the customer on returning the defective pump and programming the new one. The customer was also advised to connect their cgm to the replacement pump. Customer reverted to an alternative method of insulin therapy.